Event description:
It was reported that a patient passed away after receiving the device. No additional information was able to be obtained.

Manufacturer narrative:
The date of the patient¿s death is unknown and was unable to be obtained. Concomitant product: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. (B)(4).